Manufacturer narrative:
The medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, the patient underwent endovascular treatment for a thoracic aortic aneurysm. A zenith alpha® (f34 mm) stent graft was implanted in the descending aorta. On (B)(6) 2022, the patient underwent endovascular treatment of the thoracic arch aortic aneurysm (details unknown) using a gore® tag® conformable thoracic stent graft with active control system and a gore® dryseal flex introducer sheath. Insertion of dsf2433 was attempted from the right femoral artery, but resistance was felt and the insertion was discontinued when the outer tube of the sheath was about 1 cm in (almost only the inner tube part at the tip was in). The use of dsf2433 was discontinued, and dsf2233 was successfully inserted to the external iliac artery. Tgmr373715j was inserted and when the primary deployment was completed, it was found that the tgmr373715j passed within the uncovered stent part at the proximal end of the previously implanted zenith alpha®. It was determined that it would be risky to withdraw the tgmr373715j, so the tgmr373715j was fully deployed at the position, and the delivery system was retrieved without any issues. The stenotic part (where the tgmr373715j was passing through the zenith alpha®) was to be expanded by breaking the zenith alpha® with a non-gore balloon (f20 maxi), however, the patient suffered cardiac arrest during the ballooning. There was no type a dissection, no coronary artery or brain problems, and the aortic aneurysm did not appear to have ruptured, but the possibility of the aortic aneurysm rupture was considered high, and a non-gore stent graft (najuta f38 mm) was implanted proximally. In addition, the stenotic part was again expanded with a non-gore balloon (f20 maxi), which considerably expanded the stenotic area. However, since the heart still did not move, the physician suspected a rupture of the iliac artery and performed angiography. Although the exact injured site could not be confirmed, injury in the right external iliac artery was observed, and additional stent grafts (pcl121400j, pll161007j, jhhr100502j in that order) were implanted from the external iliac artery. However, the heart was still unmoved, so the procedure was completed by closing the wound while turning a percutaneous cardiopulmonary support (pcps). Reportedly, the patient died on the same day. The cause of the death, the physician¿s opinion about the causal relationship between the device and the death, and if an autopsy is performed or not are unavailable. The fsa stated: because there was no suspicious feeling (getting stuck) during the insertion of the tgmr373715j, no balloon test was performed to confirm that the guidewire did not pass through the uncovered stent of the previously implanted zenith alpha®. It was not noticed that the tgmr373715j passed within the uncovered stent until after the tgmr373715j was deployed. Since evar was being performed simultaneously in an adjacent operating room at the time, it may be undeniable that the physician was unable to concentrate on this procedure and may have overlooked the issue. In the end, the reason for the cardiac arrest and the reason why the heartbeat did not return after repair of the aneurysm rupture suspicion and the access vessel injury was not clear. Regarding dsf 2433, given the circumstances, it probably did not contribute to the access vessel injury. As for the injury, I think it most likely occurred during the insertion of the najuta device. Although the details of the access vessel diameter are unknown, there seemed to be a 5.8 mm stenotic area in the right external iliac artery.

Manufacturer narrative:
H.6: code c21 updated to c19. Code d16 updated to codes d15 and d12. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) states: adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Per IFU sizing guide for the dsf2233, the ID diameter is 7.3mm and od diameter is 8.2mm.